Manufacturer narrative:
Concomitant medical products: red cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The patient is an infant. Although requested, additional patient information was not provided.

Event description:
It was reported that the syringe adaptor small bore IV tubing set infusing precedex "snapped" during transport when a clinician's elbow hit the device while transferring the pump from the crib to the operating room IV pole. The patient was already under inhalational anesthesia and therefore there was no lapse in sedation or any adverse effect on the patient due to the event. There was no consequence or impact to the patient.

Manufacturer narrative:
The customer¿s report that set broke at the syringe adapter site was confirmed. Visual inspection noted the set broken at the spike adaptor. The break occurs between the vented spike and the upper fitment. No other anomalies was observed. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. In addition, fine vertical lines were observed at the opening/rim of the upper fitment. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break and resulting leak. Functional testing was deemed unnecessary due to the set¿s break. The root cause of the breakage was identified as an outside force being applied to the component. The root cause of the outside force could not be identified. Device history record for model 10010483 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the syringe adaptor small bore IV tubing set infusing precedex "snapped" during transport when a clinician's elbow hit the device while transferring the pump from the crib to the or IV pole. The patient was already under inhalational anesthesia and therefore there was no lapse in sedation or any adverse effect on the patient due to the event. There was no consequence or impact to the patient.